Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Half had been left inside- vagina [foreign body in reproductive tract] . Lower abdominal pain [abdominal pain lower] . Unpleasant discharge [vaginal discharge]. Tampon fell apart [device breakage] . Case narrative: consumer reported via e-mail that the tampon fell apart during use. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Half had been left inside- vagina [foreign body in reproductive tract], lower abdominal pain [abdominal pain lower], unpleasant discharge [vaginal discharge], tampon fell apart [device breakage]. Case narrative: consumer reported via e-mail that the tampon fell apart during use. No serious injury reported.